Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 343 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer threw away infusion set and reservoir and was not be able to send for analysis. Customer was advised that infusion set and reservoir would be replaced and to call when re-occurred. No further information provided.